Event description:
It was reported that debridement and replacement of liner and femoral head was performed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision hip surgery was performed due to infection.